Event description:
It was reported to medtronic neurosurgery that the device was not functioning properly and that it was therefore explanted.

Manufacturer narrative:
The returned valve was patent. It did not meet all of the requirements for the leakage, reflux, pressure-flow, and preimplantation tests. Multiple holes were observed on the top of the reservoir dome of the valve. The instructions for use that accompanies the device cautions that a 25 gauge or smaller noncoring needles should be used for injections or samples from the valve¿s dome. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).